Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that reprocessing was not conducted properly due to leakage by worn scope cover packing. Subsequently, the materials were not possibly eliminated. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to the wear of scope cover packing, water tightness was lost; the air/water cylinder had no color; the scope cylinder had no color; the label on the scope connector was damaged; due to the wear of angle wire, the bending angle in the up direction did not meet the standard value; the distal end cover had a crack; the adhesive on the bending section cover had a crack; the protector of the universal cord on the scope connector side was damaged; and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in air/water cylinder, air/water tube, and jet tube. There were no reports of patient involvement.